Manufacturer narrative:
The blade subject to this investigation was not returned to the manufacturer for evaluation. Lot number info has not been provided to permit further investigation. The root cause is multi-factorial.

Event description:
It was reported that during a total knee procedure, the blade broke at the mount. It was also reported that another blade was readily available and there was a delay of fifty seconds to the procedure. It was further reported that there was no pt injury.